Manufacturer narrative:
Examination was not possible, as the product was not returned. A two-year search of the complaint database found no prior reports for this problem for this product number. The lot number or vendor date code was not provided to determine the age of the reamer. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During surgery, the patient's humerus fractured while reaming. The surgical procedure was extended approximately 2 hours and the fracture was plated.